Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample lot number is known, therefore a batch review will be performed. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed in the lab and unable to duplicate the complaint under lab conditions with the returned sample. The cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
A customer reported to baxter a connection issue for the transfer set found during use. The spike of the transfer set was separated from a bag port during use. There was no patient injury or medical intervention. There was patient involvement.